Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 28-jul-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed (route-dental, lot number 1003d, indication, frequency and expiration date unspecified). After an unspecified duration, the consumer stated that the metal cutter broke off from the container while using it. The action taken with the device was unknown. This report had no adverse event. This report was considered as a reportable malfunction case in the united states. Additional information was received on 21-jul-2014. The field sample was not available. The review of the data revealed no unfavorable trends and no trend involving the lot number. The retained sample evaluated met specification, dispensed properly and did not present defect on the cutter, and neither the insert. The final packaging records were reviewed and all quality checks in-process testing met specification. The review of the manufacturing related issues did not reveal issues associated with loose cutter. The complaint was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). The date of this submission is 06-aug-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 10-jun-2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed (route-dental, lot number 1003d, indication, frequency and expiration date unspecified). After an unspecified duration, the consumer stated that the metal cutter broke off from the container while using it. The action taken with the device was unknown. This report had no adverse event. This report was considered as a reportable malfunction case in the united states. Additional information was received on 21-jul-2014. The field sample was not available. The review of the data revealed no unfavorable trends and no trend involving the lot number. The retained sample evaluated met specification, dispensed properly and did not present defect on the cutter, and neither the insert. The final packaging records were reviewed and all quality checks in-process testing met specification. The review of the manufacturing related issues did not reveal issues associated with loose cutter. The complaint was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed (route-dental, lot number 1003d, indication, frequency and expiration date unspecified). After an unspecified duration, the consumer stated that the metal cutter broke off from the container while using it. The action taken with the device was unknown. This report had no adverse event. This report was considered as a reportable malfunction case in the united states.